Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was dismantled by breakage/loose of the connector, and it led to disconnection of the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress may have caused the breakage.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the reported issue. No power was caused by triggered gfci (ground fault circuit interrupter) outlet. The fse reset the outlet and restored the power to the device. An e77 error was present after the power was restored. The fse cleared the error and loaded new lcg into the device. The broken grey connector was replaced. The device was repaired according to specifications. No other issues were found during the on-site inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that an endoscope reprocessor oer-pro had no power. Additionally a grey connector was found to be broken. No patient harm or injuries were reported. No additional information has been obtained.